Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump dropped and the pump touch screen became shattered. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was 289 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.